Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lymph node biopsy, the purple activation button detached from the device whilst still inside the packaging. Only noticed once the surgeon had started to use the device. Purple button was found in the packaging. Surgeon continued to use the device with out the purple button, as it could still be activated. No adverse effect to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 09/29/2016. The incident sample was requested but to date has not been received for evaluation. Review of the relevant device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.